Manufacturer narrative:
Damage due to scraping-exact cause undetermined.

Event description:
The device was used during colectomy procedure. Reportedly, the suture broke midline while passing through tissue. No pt injury was reported.